Event description:
The customer reported that, during preparation for use, error e116 occurred with the subject device and there were image outages. No procedure was affected and there was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the reported issue was not reproduced. The device was tested for two weeks without any error messages. No problem with the functionality was found. A review of the device history record found no deviations that could have caused or contributed to the error code. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the error code occurred due to temporary contact failure inside the unit. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.